Event description:
Facility alleges suspected air embolism due to deformed pt end connector or the arterial blood line. Report indicates that within minutes of treatment initiation, pt complained of dizziness and moderate shortness of breath, as air bubbles were noted in the venous line. Machine and blood line were changed and treatment continued without further incident. Visual inspection of the involved blood lines revealed a deformed end connector of the arterial line. Facility has the actual sample for evaluation.